Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to dislocation from poor stem placement. The cup and head were removed and replaced. Review of invoice history confirmed the total hip arthroplasty and revision dates.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08345 and 08347).

Manufacturer narrative:
The returned modular head and liner was evaluated and was found to have been manufactured within specifications. Visual examination of the modular head showed minor scratches on the articulating surface, and the liner has scratches on the rim and on the articulating surface. Dimensional evaluation of the 28mm mod head showed articulating surfaces measurement results are acceptable to print tolerances. The liner dimension(s) can¿t be measured due to it is completely assembled inside the cup. The in-process inspection criteria showed 100% inspect of critical dimensions. Biomet was unable to determine root cause for dislocation of the head from the liner. The modular head and liner left biomet conforming to prints.